Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions of essure coil are identified at three separate locations'), device dislocation ('it was noted that the microimplants was actually not in the tube and entire device was in the uterine cavity and endometrium was removed'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and grand multiparity. Concurrent conditions included morbid obesity, sinus disorder, celiac disease and kidney stones. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anaemia ("anemia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cyst ("cysts"), abdominal pain ("abdominal pain"), iron deficiency ("iron deficiency"), anxiety ("anxiety") and ureteric injury ("nicked ureter during hysterectomy"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, dilation and curettage,lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, cyst, abdominal pain, headache, iron deficiency, urinary tract infection, anxiety, depression, vaginal discharge and ureteric injury outcome was unknown and the pelvic pain, menorrhagia, migraine, vaginal haemorrhage, anaemia, dysmenorrhoea, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, anaemia, anxiety, cyst, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, headache, iron deficiency, menorrhagia, migraine, pelvic pain, ureteric injury, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia. Insertion details: it was noted to have 1 o 2 coils. Current weight 230 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Bilateral essure wires with bilateral tubal occlusion. Small marginal irregularities in the lower uterine segment may represent synechiae. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs & mr received. Lot number was added. New events abnormal bleeding (vaginal), urinary tract infection, anxiety, depression, anemia, dysmenorrhea, vaginal discharge, fatigue, ureter, hair loss, nicked ureter during hysterectomy, device dislocation, device breakage was added. Updated outcome of events pelvic pain, menorrhagia from unknown to recovered / resolved. Lab data was updated. Concomitant condition, concomitant drug, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches,") and iron deficiency ("iron deficiency"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cyst, abdominal pain, menorrhagia, migraine, headache and iron deficiency outcome was unknown. The reporter considered abdominal pain, cyst, headache, iron deficiency, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- case was upgraded to incident. Event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches, iron deficiency, cysts were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.